Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. However, during preparation, when removing the stylet, the shaft broke when an extreme force was used, and the wire could not be advanced over the monorail. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. However, during preparation, when removing the stylet, the shaft broke when an extreme force was used, and the wire could not be advanced over the monorail. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. A visual inspection revealed no damage or irregularity. Microscope inspection revealed that there was contrast in the inflation lumen and the balloon was tightly folded. At 2mm distal to the bicomponent weld, for a length of 1mm, the guidewire lumen was buckled, prolapsed, and punctured. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage.